Event description:
Pericardial effusion drained from patient during procedure. The procedure was halted. Physician's opinion regarding the cause of the tamponade is that it was secondary to perforation by the st. Jude medical brk-1 71cm transseptal needle (B)(4). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).